Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was connected to the carefusion coordination engine, and the active directory had stopped. A technical support specialist (tss) restarted the services, but there was no connection. The information technology team investigated the issue, and the tss restarted the services again, and messages began crossing to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.